Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the battery life remaining on their implantable pulse generator (ipg) was three years and was unhappy of the longevity of the battery as the battery lost fifty per cent of its longevity in seven months post implant. The ipg remains in use. No patient complications have been reported as a result of this event.